Manufacturer narrative:
Software eval indicates that there were no software issues. Software behaved as designed. Hardware eval has not been performed as of the date of this report.

Event description:
A medtronic ent rep reported that while in an ent case, the surgeon felt inaccurate approximately 3-4 mm with the straight suction when testing on the middle turbinate. After 10 mins of troubleshooting, the surgeon did not want to continue use with the straight suction. The surgeon continued surgery with the fusion navigation system, using other instruments. There was no impact on the pt outcome.